Event description:
Customer called and stated that while in the process of placing the bravo capsule, the plunger didn't release and the capsule wasn't attached. No injury caused to a pt following this procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.